Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. The complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosis is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.

Event description:
It was reported that: patient is asymptomatic. Update: it was reported through the filing of a lawsuit that allegedly the patient¿s rejuvenate modular left hip implanted on or about (B)(6) 2011 was revised on (B)(6) 2023. It is further alleged that the plaintiff suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in her blood.